Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screws: fns locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in I(B)(6) as follows: it was reported that on (B)(6) 2022, the fns implant was removed due to the implant collapsing. During the removal procedure the 5mm locking bolt could not be removed from the plate. There was a surgical delay of approximately thirty (30) minutes. The patient was reported as fine. This report involves one (1) screw. This is report 2 of 2 for (B)(4). This product complaint, (B)(4), is related to (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: lot provided is not a valid number, therefore, the device history record (DHR) review could not be completed. If lot number can be confirmed, the DHR will be revisited. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned unk - screws: fns locking revealed that is stuck inside the pl 1-ho f/fem neck syst tan it was tried to remove the screw, however, it was not possible. Also, during the visual inspection it was noted that the screw has a worn-out condition, this condition is related to the stuck condition observed between both devices. A dimensional inspection for the unk - screws: fns locking was unable to be performed as the devices were returned stuck and could not be disassembled. A functional test could not be performed since the devices were returned stuck and it could not be disassembled. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the stuck condition observed between the unk - screws: fns locking and the pl 1-ho f/fem neck syst tan would contribute to the complaint regarding an issue to disassemble the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed since the product code of the screw is unknown, documents cannot be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.